Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test and insulation resistance tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon eval, there were poor solder joins at the pulse wires inside the distribution node (dn). The cause for the hi-pot test and insulation resistance tests failures is the poor solder joints at the pulse wires. The root cause of the poor solder joints cannot be positively identified, but is likely assembly error. No adverse event resulted from the poor solder joints. The last pt to use this belt did not report any deficiencies.